Manufacturer narrative:
Patient¿s initials/identifier, age/date of birth and weight were not provided for reporting. Not explanted. Device is an instrument and is not implanted/explanted. Date returned to manufacturer device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 09.apr.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Returned articles were sent for investigation to plant (B)(4): 1x 03.812.003 lot 8259364 / t-pal spacer applicator inner shaft as received condition of device: article is in used condition. On the knob at the end shaft edges are slightly damaged. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. A manufacturing investigation was performed for the subject device: during manufacturing investigation, all relevant and significant characteristics like dimensions and hardness were checked and additionally, the article passed all functional tests. The applicator inner shaft 03.812.003 is assembled to the applicator outer shaft 03.812.001 and the applicator knob 03.812.004. During surgery, all three instruments are used together. The locking mechanism of the applicator knob 03.812.004 get in contact with the applicator inner shaft 03.812.003. At the end of the inner shaft is a small knob where the edges are slightly deformed/damaged. The slight deformation had no impact on product functionality. All measured characteristics are within specifications and additionally the article passed the functional test without any references to the reported issue. No manufacturing related issue was identified and/or confirmed. Conclusion: for verification of the functionality the applicator outer shaft 03.812.001 was tested with functional gages. They simulate the handling with applicator inner shaft 03.812.003 and applicator knob 03.812.004. During surgery, all three instruments are used together. Further the m16x1.5-lh thread of the applicator outer shaft 03.812.001 was tested by thread ring gages. All measured characteristics are within the specifications and additionally the article passed the functional test without any references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Report was initially submitted on (B)(6) 2017, but the FDA site was down. Advised by FDA on (B)(6) 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, surgery was performed using the t-pal cage system. During the surgery, the following issues were confirmed with t-pal spacer applicator handle and t-pal spacer applicator inner shaft . To correct the inserting direction, the surgeon took an action to pull out the spacer that was already sitting in the bone. He turned the handle to the state of ¿open¿, and then pulled out the spacer forcibly. The spacer was separated from the inner shaft and was left in the bone. Finally, the surgeon corrected the location of the cage using an impactor. The surgery was successfully completed with a 15-minute delay, and there was no adverse consequence to the patient. The procedure was completed successfully. The event that happened between the cage (part#:unk) and the inner shaft (part#: 03.812.003). Initially, the surgeon tried to pull the cage out in order to correct its inserting direction, and then the cage got separated from the inner shaft. Fortunately, the cage was sitting in a proper position, thus he successfully correct the inserting direction using the impactor (part#:unk). This complaint involves 5 parts. This report is 3 of 5 for (B)(4).